Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturing representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's leads migrated, resulting in loss of coverage. The lead was replaced with a percutaneous lead. The issue was resolved.